Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay corrected and updated information. Conclusion summary: on (B)(6) 2019, it was reported that the power cord insulation had come apart from base hand piece. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet australia has previously repaired/evaluated electric dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the device does not seem powerful enough and the motor, motor sleeve, ball bearings, o-ring, poppet housing, spring seal, and external e-ring were replaced. This is not a related issue. Product review of the electric dermatome by zimmer biomet australia revealed that the end of the supply lead was damaged and the cord was found to have been repaired halfway down. All 4 width plates were worn and the markings were unreadable. The customer did not return a power supply for evaluation. Product review of the electric dermatome by zimmer biomet taiwan on april 19, 2019 revealed that the motor speed was within specifications. The calibration was out of specifications at the 0, 20, and 30 settings. The control bar was in the correct position. Repair of the electric dermatome was performed by zimmer biomet taiwan on april 22, 2019 which included replacement of the motor, hand piece switch, bearings, o-ring, seal, reciprocating arm, harness assembly plug, 1 inch width plate, 2 inch width plate, 3 inch width plate, and 4 inch width plate. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer biomet australia it was noted that the end of the supply lead was damaged and the cord was found to have been repaired halfway down. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the end of the supply lead was damaged and the cord was found to have been repaired halfway down. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
The event recorded by zimmer biomet under (B)(4). Customer has indicated that product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that electric dermatome power cord insulation had come apart from base hand piece during surgery. This did not cause any harm to patient/user. The surgery was completed using an alternate device. No adverse events were reported as a result of this malfunction.